Event description:
During back surgery "duraseal" was used to insure closure of the dura. The product expanded more than the usual 50%. Was told to me that it expanded to the size of a "candy bar" (not sure of the size of a candy bar) causing a second surgery to remove the mass on (B)(6) 2010. This mass pressed on the nerves for the lower half of my body. This caused me unable to walk, have feeling and my bladder will not work on its own, must cath myself 4/5 times a day. Spent 5 weeks in hospital, 3 months of in home rehab and 5 months of out rehab. Was told by my dr. (B)(6) that I was only the 3rd or 4th person this had happened to. Also said that this was reported to the FDA and a report to the manufacturer of duraseal. I'm finding out that all of his statements are fabrications and there was no incident report made to the hospital, only verbal conversations about this very unfortunate product happening. Please help me to get my life back. It's 12 months out of my (B)(6) years!!!